Manufacturer narrative:
Analysis results are not available at the time of report. When analysis results are available, a follow up report will be submitted.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device was explanted.

Manufacturer narrative:
Upon return of the lead lot number va0uxzp008 found no significant anomaly. The lead body was cut through and the product was segmented. Upon return of the lead lot number va0uxy8039 found no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was loss of pain relief. The outcome was resolved without sequelae. Interventions included repositioning of the lead. The event resulted in an unscheduled clinic or office visit. The diagnostic method was not documented but the results were lead migration. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as attributed to the leads. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.